Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. In the physician's opinion, the most likely cause of the event was the lens injector. (B)(4).

Event description:
The physician reports performing cataract surgery with attempted implantation of the ao60g intraocular lens using the viscoject 1.8 delivery device. During implantation, the physician noticed that the iol did not exit the injector properly. Additional intervention was performed to enlarge the original incision and remove the lens. A second lens was implanted successfully. No patient injury has been reported. Reference MDR # 1119279-2010-00151.